Event description:
It was reported that a spectrum pump had a problem with the door latch sensor. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door latch sensor, which was reproduced while attempting to load a set. A door not fully latched alarm occurred during evaluation. The reported symptom was found to be caused by a loose link screw. The screws were replaced.